Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 21 applications were performed with a non-returned balloon catheter on the date of the event. System notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered on application 2. In conclusion, the clinical issue, pericardial effusion, occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The physical product was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's heartbeat was weak. It was reported that a pericardial effusion was detected during the ablation of the right inferior pulmonary vein (ripv) and pericardiocentesis was performed. The patient's vital signs returned to normal within one hour. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 21 applications were performed with a non-returned balloon catheter on the date of the event. System notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered on application 2. In conclusion, the clinical issue, pericardial effusion, occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The physical product was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's heartbeat was weak. It was reported that a pericardial effusion was detected during the ablation of the right inferior pulmonary vein (ripv) and pericardiocentesis was performed. The patient's vital signs returned to normal within one hour. The case was completed with cryo. No further patient complications have been reported as a result of this event.